Event description:
It was reported there were impedances greater than 10,000 ohms on contacts 0, 5, and 6 prior to implant of a new replacement device in (B)(6) 2011. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 748925 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 748925 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3998 lot# lb6195, implanted: 2003 (B)(6), product type lead. (B)(4).